Event description:
Subsequent to the initial report, additional information was received that the stent had not been deployed/implanted. It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. A 4.0 x 23 mm xience xpedition was advanced to the lesion but could not cross and during removal the stent delivery system (sds) could not be pulled into the guiding catheter and the proximal stent struts flared. The guide wire, guiding catheter, and sds were removed as a single unit. The procedure was completed by implanting two more xience xpedition stents. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. A 4.0 x 23 mm xience xpedition was deployed; however, during removal, the stent delivery system (sds) could not be pulled into the guiding catheter. The guide wire, guiding catheter, and sds were removed as a single unit. The procedure was completed by implanting two more xience xpedition stents. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.